Event description:
Per the clinic, the patient developed skin overgrowth, pain, irritation and inflammation at abutment site. The patient also experienced loss of osseointegration resulting in fixture loss (specific date not reported). It was reported that the site healed after few months. Subsequently, the patient underwent revision surgery on (B)(6) 2024 to convert the patient to a transcutaneous osia implant system. During the procedure, implant was placed on the new internal fixture.

Manufacturer narrative:
Correction: the initial MDR submitted on may 25, 2026 was filed inadvertently. No loss of osseointegration has occurred.